Manufacturer narrative:
Patient medications include but are no limited to: antiplatelet agent. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak, endoprosthesis: improper component. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. First, the gore® excluder® iliac branch endoprostheses were implanted in the left limb. During implantation of the gore® excluder® iliac branch endoprostheses, the guide wires were inserted bilaterally. Then a gore® aortic extender component was delivered via the guidewire on the left side and implanted to cover the lumber artery and inferior mesenteric artery prophylactically without removing the guidewire inserted from the right side. After that, a trunk ipsilateral leg endoprosthesis was delivered via the right side guidewire and implanted. The physician attempted to cannulate to the contralateral gate, but it was difficult. The physician confirmed imaging from another angle, and it showed that the trunk was implanted outside of the aortic extender, not within it as intended. The constraining mechanism was used to re-constrain the device and move it proximally and the contralateral gate was positioned proximal to the aortic extender component. The physician cannulated the contralateral gate and deployed a contralateral leg endoprosthesis through inside the aortic extender. The ipsilateral leg of the trunk was outside of the aortic extender endoprosthesis. Another contralateral leg was implanted distally to extend the ipsilateral leg. The patient tolerated the procedure.